Event description:
While attempting to wean a pt near the end of treatment with the model 3100a, the user reported unstable displays of oscillatory pressure. The pt was placed on another 3100a without compromise.